Manufacturer narrative:
Sc1-cap locked in place properly during testing. Unit was successfully uploaded to carelink. Unit passed self-test. Unit received with all buttons responding properly. All buttons were tested while navigating the menus, and they all worked properly. Proceed by cutting unit open and performing a visual inspection of connectors and electronic stack. No damage noted to keypad assembly and no flattened domes were noted. The j1 connector on pcb1 was locked properly during visual inspection. The following cosmetic damages were noted: scratched case and pillowing keypad overlay. In conclusion, customer allegations were not confirmed. All buttons function properly during testing. During visual inspection, no flattened domes were noted. Unable to confirm allegations of high bgs. Unit functioning properly.medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported a keypad anomaly. The blood glucose value at the time of the event was 30 mmol/l. The customer was treated with manual injection. The event involved product(s) mmt-1885. Troubleshooting was performed for the keypad anomaly, and the customer reported that the center button was not responsive. The customer also stated that the pump was not dropped and not exposed to moisture. Troubleshooting was performed for hyperglycemia. It was unknown whether the customer was using the auto mode/smart guard feature at the time of the event. The customer was using the insulin pump system within 48 hours of the reported event. No further patient complications were reported. The customer will discontinue use of the insulin pump. Mmt-1885 was requested, and the customer response was that the device would be returned.